Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) of 2012 to (B)(6) of 2012 and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2013, the patient experienced pelvic pain ("chronic/ pelvic pain"), fatigue ("fatigue") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (partial essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, headache, nausea and weight increased had not resolved and the pelvic pain, fatigue and pain in extremity was resolving. The reporter considered abdominal pain, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, nausea, pain in extremity, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: removal details-removal of right coil patient received treatment for- bladder infection, uti, vaginal infection, vaginal discharge. Medical leave related to essure: yes. Discrepancy noted in essure explant date (B)(6) 2019 and (B)(6) 2019. It was reported that they were able to take out the right coil and inadvertently left the left coil in. The left coil remains in tied off fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event per pfs: leg pain. Outcome for pelvic pain and leg pain were recovering. Concomitant medication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included pain in hip. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("chronic/ pelvic pain"), fatigue ("fatigue") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("my spots came back again"), pruritus ("my spots came back again and itch") and cervical discharge ("having discharge. Have my uterus but I shouldn't be having a discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (partial essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, hormone level abnormal, headache, nausea and weight increased had not resolved, the pelvic pain, fatigue and pain in extremity was resolving and the vaginal haemorrhage, pruritus and cervical discharge outcome was unknown. The reporter considered abdominal pain, back pain, cervical discharge, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, nausea, pain in extremity, pelvic pain, pruritus, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: removal details-removal of right coil patient received treatment for- bladder infection, uti, vaginal infection, vaginal discharge medical leave related to essure: yes discrepancy noted in essure explant date (B)(6) 2019 and (B)(6) 2019. It was reported that they were able to take out the right coil and inadvertently left the left coil in. The left coil remains in tied off fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: mr and social media received. New events added: my spots came back again and itch and having discharge. Have my uterus but I shouldn't be having a discharge. Reporters and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, dermatitis allergic, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, nausea and weight increased had not resolved. The reporter considered abdominal pain, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for- bladder infection, uti, vaginal infection, vaginal discharge. Medical leave related to essure: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event perforation: fallopian tubes, chronic/pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) ,apareunia, abdominal pain, back pain, rash/skin condition, psych injury, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, headaches, nausea, weight gain and plaintiff did not undergo confirmation test. Patient demographic details, reporter and product information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.